Event description:
It was reported by a medical professional that she was unable to establish communication with a patient's device. Successful communication had been made at an earlier visit with the patient. It was verified that the hand-held device (hhd) was not plugged into the wall, that the programming system's connections were secure, and that the wand battery had sufficient charge to provide communication. Troubleshooting on the programming system was performed by a company rep. The rep used his known good hhd and associated cables with the medical professional's programming wand and was able to establish communication with a demo stock generator. However, when the rep used his known good programming wand with the medical professional's hhd and associated cables and the demo stock generator, communication was not possible, isolating the problem to the medical professional's hhd and/or associated cables. The complete programming system was returned by the company rep for product analysis. Product analysis was completed and the hhd serial cable was found to be defective. Visual analysis of the serial cable identified a wire break. The cause of the wire break is unk, but it is likely due to mishandling of the device. Once the wire was soldered onto the transceiver pcb, no further anomalies were seen. There were no performance issues found with the programming wand or flashcard during product analysis. The wand and flashcard performed according to functional specifications.